Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient claimed they did not have success with their implant and has fallen a few times. The physician replaced the whole system.

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient claimed they did not have success with their implant and has fallen a few times. The physician replaced the whole system. The patient attended their post-op appointment and stated they are doing well. There is no further follow up needed.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). Block h11 investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to inadequate/inappropriate treatment or diagnostic exposure and device revision or replacement which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had their neurostimulator and tined lead revised. The patient claimed they did not have success with their implant and has fallen a few times. The physician replaced the whole system. The patient attended their post-op appointment and stated they are doing well. There is no further follow up needed.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.